Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr and the instruction for use (IFU), omsc considered that the reported phenomenon was attributed to the followings. - due to the proper brushing and the proper amount of water supply were not carried out in the pre-cleaning and the manual cleaning. - due to the delay in pre-cleaning after the procedure, the foreign material stuck in the suction channel, and it became difficult to remove. Olympus stated the appropriate handling of cf-h290i and the counter measures against abnormalities in the instruction manual of cf-h290i.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). Checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that foreign material came out from the suction cylinder of the subject device. Even though after cleaning 5 times, the foreign materials existed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.